Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid would not flow into the chamber. There was not a hole for the cement to come out of and it felt as if there was no needle to puncture the cement bag(s). A delay of 15 minutes was reported. No additional patient consequence or further information have been reported.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed. Zimmer biomet will continue to monitor for trend

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting of a documentary review and a product analysis. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The product analysis showed that the most probable root cause of the event is a handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid would not flow into the chamber. There was not a hole for the cement to come out of and it felt as if there was no needle to puncture the cement bag(s). A delay of 15 minutes was reported. No additional patient consequence or further information have been reported